Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow accuracy and delivered within specification. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not infuse milrinone during patient therapy. This was further described as the nurse checked the pump when it indicated the infusion was complete and found that the bag of medication was still full. The nurse replaced the medication, line and bag and withdrew the medication from the old bag and fund there was still 67ml in the bag. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information h6: type of investigation. Additional information h11: a review of the event history log shows an infusion of milrinone on (B)(6) 2025 for a rate of 1.1ml/hr and a volume to be infused (vtbi) of 100ml. The infusion should have run for 90 hours. The infusion was updated with a vtbi of 50ml on (B)(6) 2025 and on (B)(6) 2025 there occurred a "downstream occlusion!" Alarm. The infusion ran to completion on (B)(6) 2025. No specific conclusions can be drawn from the history log. Running at lower flow rates can increase the time to occlusion which is outlined in the spectrum operators' manual. Time to occlusion is dependent on the pressure setting as well, but even at the low setting (typically in pediatrics it's on low), it could take a while. Should additional relevant information become available, a supplemental report will be submitted.